Event description:
Patient brought to surgical suite and was given general anesthesia. She was then placed in dorsal lithotomy position and prepped/ draped in sterile fashion. During the procedure, bipolar force was used. However, after initial use of the device, the tip of the bipolar force will not straighten back. So the surgeon removed the arm with the trocar. Device was replaced by another one and the procedure continued with no further incident. No harm done.